Event description:
It was reported that the patient experienced tape not sticking event on the first day of insertion in the lower back in which the infusion set not adhere due to clothes tugged on the infusion set and it detached on (B)(6) 2026.

Manufacturer narrative:
Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.